Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the highly calcified, mildly tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 2.0mm maverick balloon. The physician attempted to place the 2.50x12 taxus express2 drug eluting stent, but was unable to cross the lesion. The physician pulled the stent delivery system (sds) back into the guide catheter and the stent came off of the device in the proximal right coronary artery. A snare was used to retrieve the stent successfully and the procedure was completed with a 2.5x12 taxus. Patient status reported as "good".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.